Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the guidewire was stuck in the needle was confirmed and the cause appeared to be use related. One j-tipped guidewire and an 18g introducer needle from a hemostar kit were returned for evaluation. The distal j-tip of the guidewire was received inside the introducer needle. The guidewire could not be advanced or retracted through the introducer needle. Blood residue was observed within the needle tip and on the wire. The guidewire coils extending from the pink hub were stretched and elongated. The core wire was visible through the elongated coil wire. It was possible to stretch the coil wire over the core wire. Upon forcing the guidewire from the needle, blood residue was found on the section of coil wire that was within the introducer needle. It appears that the needle was inadvertently lodged within the needle with biological material. No defects related to the manufacturing procedure were noted on the complaint sample. The outside diameter (od) of the guidewire was within specification and the proximal undamaged portion of the wire was advanced through the needle shaft without resistance. The IFU cautions to not pull back standard guidewire over needle bevel as this could sever the end of the guidewire. The introducer needle must be removed first. A lot history review (lhr) of rebq0334 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the guidewire was stuck within the needle guide. On 8/3/2017 - the returned guidewire had blood residue and was kinked and stretched with the core wire broken. No patient injury was reported.